Event description:
According to the initial report, the rep indicated "whilst giving a lecture to a group of neuro surgeons I was told by the reporter that he had used bioglue on three children under 1 yr on spinal dural closure and that he had observed necrosis in all instances and that he had to re-operate in one instance to remove the bioglue. The dates of operations are currently unknown." As three separate patients are involved, each event will be investigated under a separate complaint. This investigation will be relegated to patient 3.